Manufacturer narrative:
Unique identifier (UDI) #: correction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solitaire device was not returned as it remains in the patient. The ancillary devices were discarded. As a result, the cause of the reported detachment cannot be determined. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
Medtronic received information that the solitaire detached in the patient and was left in the m1/a1. There was no access to the device to make a retrieval attempt. The procedure was not completed and the vessel was not revascularized. The solitaire mechanical thrombectomy procedure was performed to treat the left mca. The vessel tortuosity was extremely tortuous. The device was examined prior to use and no damage was observed. There was no resistance during advancement, however there was significant resistance during retrieval and the solitaire detached at the proximal end; the entire stent portion was left in the patient. The device was torqued during the procedure. The nihss pre and post procedure is not available as the patient has expired.

Manufacturer narrative:
Adverse event or product: correction. Outcome attributed to adverse event: correction. Type of reportable event: correction. Patient code: correction. Information is provided in the future, a supplemental report will be issued.